Event description:
It was reported that during deployment of the vena cava filter, three filter legs were crossed and did not fully expand, the filter tilted in the ivc. A snare device was used to capture and retrieve the filter without incident. A new vena cava filter was prepped and deployed successfully. There is no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the new materials, subassemblies, mfg process, and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The returned filter was returned for eval. The filter contained 6 present and intact logs/feet and 6 present and intact arms. No crossed limbs were identified. No anomalies were noticed on the device. The complaint investigation is inconclusive for the reported event as crossed limbs were not observed on the returned filter and no images of the procedure were provided. Based upon the available info, the definitive root cause for this event is unk.